Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning intermittently. The customer needed to hold down the wake button before the screen turned on. Reportedly, the customer was able to access all features except the quick bolus when pressing the wake button. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.